Event description:
Vacuum assisted delivery. Kiwi vacuum (lot # 130524) audibly loses suction. Second vacuum placed with same lot number. This vacuum also loses suction. Pt continues to push. Third vacuum placed (lot # 131107). Vacuum placed and infant head delivered. Infant handed to awaiting high risk team. Apgar's 7/8, transfer to imcn for chorio.